Manufacturer narrative:
The complainant indicated that the guide wire was disposed; therfore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2009-01065. It was reported that during a percutaneous coronary interventional (pci) procedure, the floppy rtw guide wire fractured. The 90% stenosed lesion was located in the moderately calcified and tortuous mid left anterior descending (lad) artery. Upon withdrawal of the rotalink plus burr, the 1.75mm burr was caught on the floppy rtw guide wire. The floppy rtw guide wire fractured and separated at a location outside of the pt's body. The fractured floppy rtw guide wire was sticking out of the y-adaptor and was easily removed without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "no problem".